Manufacturer narrative:
Reportedly there was no patient involvement. Date of event: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that two (2) cable locks were jammed into a cable tensioner with pistol grip on (B)(6) 2018. There is no patient involvement. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device history record (DHR) review: part number: 03.221.015; synthes lot number: p306630; supplier lot number: p306630; release to warehouse date: april 12, 2018; manufacturing site: synthes (B)(4); supplier: (B)(4). No nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary: background: it was reported that two (2) cable lock were jammed into a cable tensioner with pistol grip on (B)(6), 2018. There is no patient involvement. Device evaluation: investigation flow: device interaction/functional. Visual inspection: no visual defects were observed on the returned device. The device was received with surface wear consistent with use and which would not impact the functionality. Supplier review - functional and dimensional inspection: the device was sent to the supplier (rti surgical) for further investigation. Initial inspection by the supplier found a rear locking bit to be stuck on the tensioner. Lubrication was applied to loosen the spring plungers and the rear bit was then successfully removed. Further inspection found the spring plungers to function appropriately once removed from tensioner. Full investigation for the two rear locking bits associated with this complaint can be found pi-15372148914692241 and pi-15372148914691867. Dimensional inspection of the tensioner found the hex feature of the cam shaft to meet print. Functional inspection passed per inspection sheet with measurements of 40.0, 41.0 & 40.8 kg. See attached standardized work job analysis in attached ¿mfg investigation summary (B)(4) tensioner¿ for further referencing. A DHR review was conducted and found that the device met manufacturing specification prior to shipping. Thus, it was determined that the received condition does agree with the complaint description and can be replicated as lubrication was needed in order to separate the tensioner and cable lock. However, upon further testing, the device hex feature was found to meet specification and the device was found to tension as intended. Document/specification review: the relevant drawings, reflecting the current and manufactured revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The cable tensioner with pistol grip technique guide illustrates the locations of the tensioner and cable lock with require lubrication and notes to ¿lubricate all springs, ratchets, and levers with autoclavable oil after cleaning.¿ as the device was functional after application of oil, it is probable that device care and maintenance contributed to the complaint condition. Conclusion: the complaint condition is confirmed as lubrication was needed in order to separate the tensioner and cable lock. However, upon further testing, the device hex feature was found to meet specification and the device was found to tension as intended. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.